Event description:
When pre-flush the catheter, it was found liquid leaking at 40cm tick mark. Additional info requested (B)(6) 2011 to determine reportability. Info received (B)(6) 2011. Confirmed drug leakage. No harm to pt.

Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.